Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-58 implantable pacing lead implanted: 2010 (B)(6); product ID implantable pacing lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported from a medical examiner that this patient developed av block following a coronary artery bypass graft and aortic valve replacement procedure. Three days later the patent went into cardiac arrest during the implant of this implantable pulse generator (ipg) system. Subsequently, four days later the patient died. Cause of death was anoxic encephalopathy secondary to cardiac arrest. No further details were provided.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found.